Manufacturer narrative:
A device history record (DHR) review of lot (17627144) revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician tried to perform long inflation with a saber rx (3mm30cm155); however, it ruptured within its nominal pressure. There was no reported patient injury. Therefore, it was replace with the same size product, and it could be inflated at its rated burst pressure. After that, the physician used a bigger size saber pta balloon catheter (6mm*200mm), and performed long inflation. The procedure was completed. The lesion was the left superficial femoral artery. Initially, the procedure was performed for the lesion of thrombotic occlusion. Because the lesion was thrombotic occlusion, a guidewire advanced smoothly. The product will be return for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the device was stored and handled in accordance with the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped following the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during removal of the device. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. The device will not be return for evaluation as the device was discarded. As reported, the physician tried to perform a long inflation with a 3x300mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter; however, it ruptured within its nominal pressure. Therefore, it was replace with the same size product, and it could be inflated at its rated burst pressure. After that, the physician used a bigger size saber pta balloon catheter (6mm*200mm), and performed long inflation. The procedure was completed. There was no reported patient injury. The lesion was the left superficial femoral artery. Initially, the procedure was performed for the lesion of thrombotic occlusion. Because the lesion was thrombotic occlusion, a guidewire advanced smoothly. The device was stored and handled in accordance with the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped following the instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during removal of the device. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17627144 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (thrombotic occlusion) and procedural/handling factors may have contributed to the reported event as calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Device available for evaluation.